Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and replaced the wash station and probe. The fe performed adjustments on the provue. Repairs have returned the instrument to expected operation. (B)(4).

Event description:
The customer reports that the forward grouping portion of the abo blood grouping tests are resulting in hemolysis and visual inspection of the gel card appear negative. (B)(4). No erroneous results were reported.